Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in a moderately tortuous and severely calcified vessel. A 4.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at 20 atmospheres for 20 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition post-procedure.